Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of 5 devices. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reloads were loaded into a pmv representative instrument for functional testing. The reloads were cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the device's yellow piece was broken inside the abdomen and was retrieved. Another device was used to complete the procedure. No patient injury noted. The devices are expected to be returned for evaluation.